Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons falling apart inside, leaving big chunks [foreign body in reproductive tract] tampons falling apart [device breakage]. Consumer contacted via social media and stated that the tampons were falling apart inside of her and leaving big chunks. No serious injury was reported.

Event description:
Tampons falling apart inside, leaving big chunks [foreign body in reproductive tract]. Tampons falling apart [device breakage]. Case description: consumer contacted via social media and stated that the tampons were falling apart inside of her and leaving big chunks. No serious injury was reported.

Manufacturer narrative:
Product investigation results: no failure could be identified as a result of the investigation.